Event description:
The surgeon indicated the left condyle was lateral to the fossa and worn. At the time of surgery the explanting surgeon found that a piece of the natural condylar head from a previous condylectomy had been left in the joint.